Manufacturer narrative:
This event occurred in (B)(6). The field service engineer performed preventive maintenance and decontaminated the analyzer. Instrument checks, calibration and qc were within specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys total psa (total psa) on a cobas e 801 module. The initial result was 18.9 ng/ml. The sample was repeated twice with results of 0.015 ng/ml and 0.017 ng/ml. It is not known if any incorrect results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The total psa reagent lot number and expiration date were not provided.